Manufacturer narrative:
The qc and calibration data are within specifications. The customer's handling of the patient samples and maintenance-relevant components did not indicate any issues. The alarm traces did not indicate any issues. The sample foam detection images did not show significant sample quality issues but the number of images was too low to determine the whole picture regarding sample quality. There was no estradiol measurement included. Based on the provided information, the cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys estradiol iii result from one patient sample tested on the cobas e 801 analytical unit. The initial result was not reported outside of the laboratory. On (B)(6) 2023, the initial result was 4168 pmol/l. On (B)(6) 2023, the repeat result was 85.60 pmol/l. The reagent lot number is 630079. The expiration date was requested but not provided.

Manufacturer narrative:
Na.